Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No full display anomaly or missing segments/partial display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner, reservoir tube lip, broken belt clip slot and minor/deep scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with partial display screen. The blood glucose was 81 mg/dl at the time of the incident. Troubleshooting steps were guided for partial display screen. The customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.